Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer managed the situation by administering a corrective injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support provided guidance on resetting the pump and assisted the customer with this process. The malfunction did not reoccur after the reset, and the customer was instructed to continue using the pump and to contact support if the issue arises again.